Event description:
It was reported that this right ventricular (rv) lead was part of system revision due to discomfort and infection. The patient was treated with intravenous antibiotics. No additional adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.